Event description:
Customer reported she was hospitalized due to high blood glucose over 900 mg/dl. Customer stated she was unconscious in the car, she was very confused and didn't know what was happening; she was not in an accident. Customer was off the insulin pump 15 minutes prior to emergency room visit. Customer also reported that the insulin pump has two cracks. Device was replaced due to the physical damage. No troubleshoot performed. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Device passed all functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Device had cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.